Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (unable to charge a battery pack) was confirmed. As received, the charger was unable to charge a battery pack. Upon investigation, th q1 transistor on the bedside board was thermally damaged. The cause of the inability to charge is the damaged transistor. The root cause of the damaged component could not be positively identified. No adverse event resulted from the defective charger/modem.

Event description:
A us distributor contacted zoll to report that charger/modem sn (B)(4) was unable to charge a battery pack.